Event description:
It was reported that after four (04) hours of treatment with an ak 96 machine, a weight gain. The ultrafiltration (uf) volume was set to 4000 m and at treatment completion, the machine showed an uf volume of 3974 ml, however the post treatment weight was reported to be 62.1 kg indicating a 0.7kg weight gain. An additional dialysis treatment was needed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was evaluated on site by and agent engineer. The inspected observed a defective ultrafiltration cell. The ultrafiltration cell was not a baxter product. A replacement ultrafiltration unit was requested from the manufacturer for repair. The cause of the reported event was the improper use of uf cells. Should additional relevant information become available, a supplemental report will be submitted.